Event description:
During a laparoscopic assisted distal gastrectomy, the error occurred. Then the ptfe pad of the first subject device was partially separated. The physician replaced with the second subject device; however, the ptfe pad of the subject device was worn away. The procedure was completed with a similar device. There was no patient harm reported. This is a report regarding the second subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad partially wore away. There were contact marks on the surface of the probe and the grasping section. The manufacturing record was reviewed with no irregularities. Based on similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2014-00228.